Manufacturer narrative:
Additional information was received that the lead contacts were showing high impedances and patient was also having difficulty charging the ipg. It was unknown how the leads could be confirmed to be damaged. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient¿s leads were damaged. The patient will undergo lead revision wherein the leads will be replaced.

Event description:
A report was received that the patient¿s leads were damaged. The patient will undergo lead revision wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient¿s leads were damaged. The patient will undergo lead revision wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction on the ipg. Sc-2352-70 (sn (B)(4)) device evaluation indicated that the lead had six cables broken/fractured at the clik anchor site, 1 cm from the set screw mark. The complaint regarding high impedance was confirmed. Sc-2352-70 (sn (B)(4)) device evaluation indicated that the lead passed visual, electrical, and photographic imaging tests performed. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding frequent charging was not verified. The patient's profile showed no sign of charging issue. It was verified that there was no loss of electric current into the surrounding tissue. The sleep current was within the normal range. The ipg passed all the required tests and revealed no anomalies.